Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the proximal right coronary artery with one xience v stent. On (B)(6) 2012 the patient felt chest pain that did not resolve with medication. This was classified as unstable angina. The electrocardiogram and cardiac biomarkers were negative for a myocardial infarction (mi). The patient was given epinephrine and other rescue medication on (B)(6) 2012. The patient was on dialysis on (B)(6) 2012. On (B)(6) 2012 the patient expired due to congestive heart failure and renal failure while in the nephrology department. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.